Manufacturer narrative:
The reported event could be confirmed. In the related (B)(4) it was stated: ¿(¿) one bone screw, cross-pin, self-tapping, diam. 1,2xxmm, upperface broken during surgery, was returned in order to determine the root cause of the failure. The returned screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The (measurable) dimensions are in accordance with the specification. The chemical composition conforms to the specification - (B)(4) (ti grade 5). The investigation shows that the screw broke as a result of too high torsional forces in forced rup-ture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. Indications for material or manufacturing related problems were not found in this investigation. (¿)¿ no corrective and/or preventive actions are deemed necessary at this time. The complaint is add-ed to the complaint trend.

Event description:
It was reported by a company representative that a screw had fractured. There was no adverse consequences or medical intervention reported for this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that a screw had fractured. There was no adverse consequences or medical intervention reported for this event.